Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0y8gr, implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a consumer and a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient had back surgery on (B)(6) 2015, where they accidentally cut the wires while doing the procedure. The patient was scheduled for the replacement on (B)(6) 2016. The patient called to update their info and asked if the device info would be the same. The patient thought the implantable neurostimulator (ins) would be replaced as well. The hcp later reported that the patient had back surgery by another physician for sciatica pain, and the other physician cut the lead wires. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.